Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported include nausea and feeling unwell. The patient called emergency services and was transported to the hospital by ambulance. The pod reportedly fell off the insertion site (back), causing the cannula to dislodge. The patient was treated with insulin and saline utilizing intravenous therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.